Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto 3 or carto xp mapping system, stockert generator (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 83 patients underwent hybrid thoracoscopic and endocardial ablation of persistent or longstanding persistent atrial fibrillation from november 2009 through february 2014. Fifty-two (52) patients underwent same-day hybrid ablation, while 31 underwent a staged procedure. Among them, 1 patient in the staged group experienced postoperative bleeding necessitating transfusion. Based on the facts of the case and the author¿s assessment, there were no reported malfunctions with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿staged versus simultaneous thoracoscopic hybrid ablation for persistent atrial fibrillation does not affect time to recurrence of atrial arrhythmia¿. The purpose of this study was to examine the procedural differences and effects on af/at recurrence among patients undergoing a same-day versus a staged approach for tt hybrid ablation of persistent and longstanding persistent atrial fibrillation at a single center. An open irrigated-tip thermocool or thermocool sf catheter were used in this study. For documentation purposes, all complaints were opened under the navistar thermocool ablation catheter, however, catalog and lot numbers are unknown. Should more information be received in the future, product will be modified accordingly. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.